Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing increased seizures and referred for an urgent battery replacement.. Further information was received indicating the battery was not at eos at the time of the event. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received from the provider indicating that the cause of the increased seizures is not related to vns, that the seizure level rise was still below pre vns baseline. Settings were provided without date and system diagnostics were not provided. No other relevant information has been received to date.

Event description:
Implant card was received indicating patient had a battery replacement due to battery depletion. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
The implant facility has reported that the device was not received into pathology. The attending company representative stated the device remained at the facility. Therefore, it is concluded that the device has most likely been discarded. No other relevant information has been received to date.